Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited diagnostic anomaly during clinic follow-up. Both the at/af burden and total burden showing 35%, while the patient has been in ams for 280 days and the graph clearly shows 100%. The diagnostics and trends were cleared, and the issue was resolved. The patient was not symptomatic.